Event description:
The MFR rec'd info alleging a ventilator was not ventilating while in bipap mode. There was no harm or injury reported. The device has yet to be returned to the MFR for eval. A f/u report will be submitted when the MFR's investigation is complete.